Manufacturer narrative:
During the bed's inspection, an arjo technician found that the side rail locking mechanism was not working correctly. The upper arm pivot pin was loose and had backed out, causing the side rail to fail to fully engage in the upright position. Citadel bed frame system instruction for use (IFU, 830.213-en rev.14) includes following information about patient fall risk: ¿make sure the locking mechanisms are securely engaged when the side rails are raised.¿ "check operation of side rails" - this action should be performed daily by the caregiver. If the result of the test is unsatisfactory, the customer should contact arjo or arjo-approved service agent. "To minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended. The customer did not report the side rail malfunction; it was discovered at the arjo service center. It is unknown when the upper arm pivot pin became loose and backed out. Due to the lack of information, it is impossible to clarify the claimed scenario. Therefore, the root cause could not be determined. To sum up, the patient fell from the arjo device therefore it played role in the event. The involved system had malfunctioned (could not lock in raised position due to a loose upper arm pivot pin) therefore the device did not meet its specification. As a result of the fall, patient sustained a minor injury (few lacerations). The complaint was assessed as reportable due to indication about the patient¿s fall.

Event description:
Customer reported a patient fall from citadel bed. The event was unwitnessed, the patient was found on the floor. As a result of the fall, patient sustained a minor injury (few lacerations). According to the information provided, the patient was classified and known to be combative. Further attempts to contact the customer for more information regarding the circumstances of the incident were unsuccessful. No additional information is available.